Event description:
On (B)(6) 2022, the customer alleged to medela llc via email that the 21mm breast shields for the pump in style max flow are too small causing her nipples and areola to be incredibly sore.

Manufacturer narrative:
Customer service replied to the customer via email with troubleshooting tip and a breast shield sizing guide. Customer service also told the customer that the 21mm breast shields are the smallest shield we have and if the needed additional assistance to please contact us by phone or chat. In follow up with a complaint handler on (B)(6) 2022, the customer stated that she got off to a bad start that damaged her nipples. The customer stated that she began using the 24mm breast shields that came with the pump but after three weeks her nipples were sore, so she bought the 21mm breast shields. After using the 21mm breast shields for four weeks her nipples and areola were in worse shape, so she purchased a competitor 17mm breast shield which seemed too small. Additionally, she indicated that she had to cut back on how many times a day she pumped which has dwindled her milk supply. The customer also indicated that she thinks the suction on the pump was harsh even on a lower setting, along with the wrong size shield that she ended up with cracking, some tissue permanently white due to loss of blood flow, blisters, swollen and bright red areola. The customer stated that she went to the doctor to have him check out the nipple damage and to confirm that the pain was not from thrush or any other type of infection, which it was not. His only advice was to stop pumping and he prescribed her an all-purpose nipple ointment that has helped. The customer also indicated that she saw a lactation consultant after she went to the doctor to have the nipple damage evaluated. The lc indicated that she was surprised with the damage. The lc also watched her pump with the 21mm breast shields and agreed that they were too big. The customer has now switched to a competitor's pump with a smaller shield. In follow up again by the complaint handler on (B)(6) 2022, the customer was offered and declined contact with a medela clinician. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).